Event description:
It was reported that the patients left ventricular (lv) lead had dislodged and pulled back into the main coronary sinus (cs) and exhibiting high thresholds. An intervention was completed to remove and replace the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).